Event description:
Pt underwent left heart catheterization/angiogram. During procedure, acist device used. An air embolism of 1cc caused patient to decompensate. Air embolism noted on first angiographic contrast injection of coronaries. FDA safety report ID # (B)(4).